Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The description indicates that during operation, the system displayed a black screen on the monitor and is experiencing hard drive problems. Our evaluation of the system revealed that a field service engineer was sent to the site and the hard drives within the computer were reseated. Movement and application was verified. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Before a case, we were trying to upload the patient scan and the robot was not recognizing the cd drive. We tried both usb ports, did a software reset and then a hard reset. When turning back on we got a black page saying, "reboot and select proper boot device or insert boot media in selected boot device and press a key_".